Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg does not communicate with external devices and the patient does not have therapy. It was later reported that the ipg became inoperable on its own. As a result, surgical intervention may take place to address the issue.

Event description:
Additional information was received that surgical intervention occurred during which the ipg was explanted and replaced. Post-operatively, therapy was restored.